Event description:
It was reported that a cgm error 42 occurred and could not be cleared. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.